Event description:
Patient had abdominal surgery in 2002, and was discharged from the hospital. Patient felt a "pop" in wound and called the doctor. Patient was re-admitted and returned to surgery 4 days later.